Manufacturer narrative:
Section a: correction. D9: 06-feb-2025. H3: one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device housing assembly, main board and heater assembly, which were all determined to be damaged or faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to its condition, the device will be decommissioned.

Manufacturer narrative:
E1: phone (B)(6). B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a broken hotline level 1 and the temperature cannot adjust anymore. There was unknown patient involvement.